Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for holder separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while collecting blood the hub separated from device with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: while blood collection 368835 falls apart. Leaving the needle in the vain and holder in phlebotomist hand.